Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material at the distal cover could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6)hospital. The device was returned to olympus for evaluation and the evaluation found the angle wires were stretched due to wear of the angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover or distal sheath had white-clouded area, suction connector had corrosion due to water leakage, adhesive around objective lens was peeled, plastic distal end cover had a dent, plastic distal end cover had foreign objects, and connecting tube had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective image. The device was returned for evaluation. During the device evaluation, it was found that the plastic distal end cover had foreign objects attached. The customer cleaned, disinfected, and sterilized the device before being sent to olympus. There was a delay in the precleaning. The customer did not presoak the endoscope in detergent. It is unknown if the customer wiped/ brushed the distal end with clean lint- free cloths, brushes or sponges. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.